Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported problem of "failed calibration" was not duplicated. The pump was calibrated, and the occlusion test was passed. In mu mode, the sensor responded to pressure normally. As a preventative measure, the downstream occlusion sensor and upstream occlusion sensor will be replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No patient involvement. The catalog number was incorrectly documented, in the initial report.

Event description:
Additional information received by smiths medical/ICU on 1-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.